Event description:
This report address the use error, a breach in sterile pathway. The care giver (cg) called baxter to report the issue. The cg stated that she found the home patient (hp) had cut all the tubes from the cassette but could not get the door to open. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the nurse regarding the issue. The nurse stated that they were aware of the issues and they have made sure that the device program is locked such that the home patient (hp) cannot make any changes. The nurse stated that the hp is aware of the proper procedures for disconnecting and currently the hp is continuing therapy without any issues.

Manufacturer narrative:
(B)(4). The complaint for use error, breach in aseptic technique was confirmed. The assignable cause was undetermined. A labeling review found the patient at home guide to be adequate related to this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Follow-up MDR will be submitted if additional information is obtained.